Event description:
It was reported that the patient was not getting adequate therapy due to lead migration. As a result, the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.